Event description:
Healthcare professional reported "implant migration or other complication", "there is prominent radial fold appearance and redundancy of implant shell, with some regions of prominent heterogenous attenuation concerning for complex fluid" , "rupture of right implant", "capsular contracture baker grade IV", "bilateral ptosis grade I". This record is for the right side. Device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Device has been explanted and replaced.